Event description:
It was reported that during the implant the helix mechanism was alleged to have been broken/fractured. The lead was thus not used and expected to be returned. No adverse patient effects were reported.